Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery cells were depleted. The cause of the inability to power on a monitor is the depleted cells. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.